Event description:
The device was removed due to "fluid loss-connector at resi-pump junction split." As reported to co, the entire device was removed and replaced with the same model device, produced by the same MFR.